Event description:
The lens was removed and replaced without complication due to the patient's intolerance of the halos and glare, a known and labeled possible side effect. A higher diopter iol was implanted to alleviate the patient's symptoms.

Manufacturer narrative:
The intraocular lens was received cut in two pieces with an unidentified dried substance on the optic precluding analysis. The condition of the iol is not inconsistent with an explanted lens. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. Based on our investigation, the manufacturer has no reason to suspect this event was manufacturing related.